Event description:
As reported, 26mm sapien xt was implanted in the aortic position, via transapical approach approximately 7yrs 3month and on an unknown date, patient came back with a gradient of 27 and symptomatic with restenosis and regurgitation. It is believed that the initial valve was oversized which may have caused the restenosis according to internal folks and proctor review. It was suggested to use a 23mm s3u with volume for adequate apposition. Physicians decided to move forward with 26mm s3u.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
H6 updated. The device was not returned for evaluation as it was remained implanted in patient. Therefore, no visual inspection, functional testing, dimensional testing imaging evaluation was performed. No imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve degeneration was unable confirmed due to unavailability of product returned and no relevant imagery. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, device history record (DHR) review and a lot history review was not required. A review of the labeling/IFU/training instruction for the ascendra+ delivery system with the sapien xt valve was performed. The IFU and training manuals revealed no deficiencies. Valve degeneration, deterioration was unable confirmed due to unavailability of product returned and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information available, a definitive root cause is unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action (CAPA) nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.